Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during a debridement procedure, the water came out of the key of the versajet exact assy, 45 degree x 14mm once correctly inserted into the console. The surgery was completed, after a significant delay, with a s+n back-up device. No injuries were reported.

Manufacturer narrative:
H3, h6: the device was not available for evaluation; the shipping information was provided, and all efforts were made to locate the device, however, the subject device was not made available to the designated complaint unit and thus a physical product evaluation could not be performed. A device history record review could not be performed, as the part and batch number information provided did not match into the system. The batch number provided is not valid within the system, however the review of complaint history for the part number was performed and it revealed a low number of similar events. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no open nor closed escalation actions within the scope of this investigation. The root cause of the reported event could not be determined since the device was not made available to the designated complaint unit for evaluation. Please refer to the instructions for use for precautions and warnings related to the use of the device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.